Event description:
The ge oec 8800 fluoroscopy system was slow to recall images and recalled images appeared to have incorrect data displayed on them.

Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced the hard drive and reloaded the calibration and configuration files to restore correct function. The system was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.